Event description:
Crack discovered in the jet circuit on the jet box which caused fluctuations in the servo pressure. There is no documentation of the pt needing ppv during the time frame referenced.